Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the no power up was verified to be caused by a defective digital board. The digital board was replaced to resolve the problem. Further testing of the digital board confirmed failure and found coin battery depleted. The board was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported issue.